Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic was torn during insertion. The incision was enlarged to remove the lens but no sutures were required.

Manufacturer narrative:
Results - (other): visual inspection of the returned product showed that half of the optic and a haptic was torn off and missing. The other haptic was torn off and received stuck inside the cartridge. There was no visible damage to the cartridge. There was a clear surgical residue on both products. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.